Manufacturer narrative:
The sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted broken occluder legs. The reported condition was verified. The cause of the broken occluder legs could not be determined; however, the damage was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a minicap extended life pd transfer set, broken occluder legs were identified. There was no patient injury or medical intervention associated with this event. No additional information is available.